Manufacturer narrative:
A bayer radiology service engineer performed a system service check of the veris monitor on (B)(4) 2014 and the unit was found to be operating to specification. There was no evidence of product malfunction. Bayer quality assurance product analysis reviewed the complaint record. Four observations of use error were found. The site did not insulate the ECG lead set from the patient's skin. The site did not use skin prep on the patient. The site used non-recommended electrodes. The ECG module was placed within the imaging plane. The veris operation manual provides instruction on proper skin preparation and use, including the recommended gel and electrodes, ensuring insulation of the lead set, and ECG module placement during use. In a addition. The operation manual provides the following warning regarding recommended electrodes. Use only recommended electrodes. The use of other electrodes could result in injury, such as patient burns. Use only conmed invisatrace electrodes or other electrodes specifically recommended by medrad for use with the veris monitor. The site was offered additional applications training with no response at this time.

Event description:
A bayer representative reported the following: a (B)(6) male patient underwent an MRI scan to evaluate his lumbar spine on a 3 tesla siemens skyra system. The patient was sedated during the examination. The veris monitor was used to monitor ECG only. The exam was completed without event. Post procedure, the patient complained of burns noticed in the area where the ECG lead set was positioned. The site reported the patient developed second and third degree burns.